Event description:
The patient could not properly dose her pain medication, nor could she use the device to get the dosing information from the pain pump. It is believed that a failure of the personal therapy manager (ptm) caused it to not be able to "communicate" with the intrathecal pump. This caused the patient to be in pain, as she was unable to give herself a bolus dose.